Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that post-op the implantable neurostimulator (ins) was turned on and the pulse width was changed. The controller showed the "settings not available" screen and the tablet showed the " out of regulation (oor)" screen. The left was set at 1+2-3-4+ 740 60 rate and 20.6 intensity. The right was 9+10-11-12+ 750pw rate 60 and 13.1 intensity. It was reported that ranges of impedances are mostly in 600s to 700s but 3/4 show 230 and to avoid. The caller was currently using those electrodes because they are providing stimulation. There were no impedances >40000. The caller was going to adjust settings to correct the oor. No further complications were reported.